Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and afterward, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any malfunctions occur again.